Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was in clinical use at time of event and the procedure was completed by restart of the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon functional testing fse found the sbc had intermittent issue. Fse re-plugged the sbc, but issue persist. Upon further analysis fse identified that disk was defective. To resolve the issue fse replaced the disk and reinstall the system, but the issue persist and later fse confirmed that defective sib was actual cause of the problem. To resolve the problem fse replaced the sib. After replacement of disk and sib, the system was returned to use in good working order.

Event description:
It was reported to philips that the system would not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.